Event description:
This ventilator was sent to the respironics-phoenix customer satisfaction center for routine preventive maintenance. When the device arrived on 06/12/97, an attached note indicated that the alarms had malfunctioned. There was no pt involvement.